Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 (reason for the explant unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 25, 2022.